Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that suction one was lost four to five times with a patient's left eye. The doctor tried to achieve suction two but a hemorrhage was noted. Flap was not completed and surgery was aborted. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A logfile review for the day of treatment showed during start up, the vacuum check, the energy check and the ablation check were performed without issue. The reported treatment could be identified in the logfile. It was the last treatment on that day. All other treatments were completed without any problem. The logfile review showed during the reported treatment the user started vacuum one and achieved good suction one but the valid value kept only for a short time the user switched off vacuum one and restarted vacuum one again. The problem was repeated and the treatment was canceled by the user. Neither error nor warning messages regarding vacuum occurred on that day. No technical root cause could be identified during logfile review. The problem with keeping a valid vacuum one value is possibly caused by patient¿s eye movement or patient anatomy. Logfile review showed no technical root cause was identified. Most possible root cause could be patient´s eye movement or patient anatomy. The manufacturer internal reference number is: (B)(4).